Event description:
During an ercp procedure to remove a biliary stone the physician used a wilson cock-memory hand wire basket. The stone was too large to be removed. The physician then used a soehendra lithotriptor handle in conjunction with the basket an attempt to mechanically fracture the stone. During the lithotripsy attempt the drive wire of the basket broke in the middle of the basket sheath in the patient's stomach. The patient was taken to surgery for removal of the basket and the biliary stone. The patient's condition after surgery was reported to be good.